Event description:
The slide jammed and the screwdriver was stripped after cleaning. This event did not occur during a surgical procedure. Therefore there was no adverse consequence to any pt or delay in surgical or anesthesia time.

Manufacturer narrative:
The returned luhr 90 degree screwdriver has stipped gears and the slide is jammed. The damage on the returned screwdriver would be caused by improper use.